Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify back light anomaly, missing segments/partial display anomaly, unexpected alarm and a33 alarm due to buttons not responding. Device received with minor scratched lcd window. Back light anomaly unknown

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown. There was rainbow effect on screen, insulin squirts when priming, buttons unresponsive, e alarms, backlight not as bright as before, scratches on the screen make screen hard to read. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.